Manufacturer narrative:
Correction: d4 the correct expiration date is on (B)(6) 2017, not on (B)(6) 2015, as previously reported in the initial. This report is submitted on august 18, 2023.

Manufacturer narrative:
This report is submitted on jun 30, 2023.

Event description:
Per the clinic, the patient experienced middle ear infection (not device related). The device was explanted on (B)(6) 2023.it is unknown if there are plans to re-implant the patient with another device.